Event description:
Customer reported via phone, the insulin pump had alarmed button error and the buttons were unresponsive. Customer attempted to resolve the issue by changing the battery twice. Troubleshooting was performed. Customer didn't recall her blood glucose at the time of the event. Customer wears the device her bra and was possibly exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and it had no button response due to corroded keypad traces. The device had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.